Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 27 mg/dl. The customer stated they were out of their home and because of low blood glucose, went in unconscious state but regained consciousness after sometime. The customer treated for the low reading with intake of food. Customer was using the auto mode feature at the time of the incident. The customer declined to troubleshoot for the low blood glucose incident. The insulin pump will not be returned for analysis.